Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation would not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address infection (right side).